Event description:
It was reported that during testing conducted at the manufacturer facility the device was overheating. The procedure was completed successfully. There was a 30-minute delay to the procedure. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for analysis.